Event description:
Philips received a complaint by the customer on the v60 indicating while the device was on a patient, the device was getting error code 1122 blower temperature high blower temp high alarm. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair per the manual. Customer states the air inlet filter is clean and that the cooling fan is operating. The rse advised to replace the blower. Provided parts ID and discussed required testing after replacement. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair per the manual. Customer states the air inlet filter is clean and that the cooling fan is operating. The rse advised to replace the blower. Provided parts ID and discussed required testing after replacement. Per good faith effort (gfe) response, it has been confirmed that the facility made the decision to not replace the blower assembly to repair the device. The device was retired but will be kept for spare parts if needed for another unit. The part will not be sent to respironics for investigation, it was red tagged and will be disposed of properly when the rest of the device is disposed of. No further information will be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.